Manufacturer narrative:
Correction: e1 (facility name).

Event description:
A clinical manager (cm) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue was identified approximately 1.5 hours after treatment initiation. The patient care technician (pct) visually observed blood trickling down from the red alpha clip on the 5008x bloodlines. No defect or damage was noted to the bloodlines. Treatment was stopped. The patient was reinfused. The patient¿s estimated blood loss (ebl) was approximately 5 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment continued with new supplies after the patient was transferred to a different machine. The sample was confirmed to have been returned to the manufacturer for physical evaluation.

Event description:
A clinical manager (cm) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue was identified approximately 1.5 hours after treatment initiation. The patient care technician (pct) visually observed blood trickling down from the red alpha clip on the 5008x bloodlines. No defect or damage was noted to the bloodlines. Treatment was stopped. The patient was reinfused. The patient¿s estimated blood loss (ebl) was approximately 5 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment continued with new supplies after the patient was transferred to a different machine. The sample was confirmed to have been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. During disinfection and preparation of the returned sample, a leak was found on the assembly from the red alpha clip to the main line. No additional abnormalities were identified upon further inspection. During the visual inspection it was noted that the tubing has presence of solvent, however, there was a delamination from the wall of the main line tubing to the wall of the red alpha clip port. No other issues were found in the remaining components of the set. The reported issue was confirmed during the evaluation. The cause was determined to be an assembly issue. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Event description:
A clinical manager (cm) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue was identified approximately 1.5 hours after treatment initiation. The patient care technician (pct) visually observed blood trickling down from the red alpha clip on the 5008x bloodlines. No defect or damage was noted to the bloodlines. Treatment was stopped. The patient was reinfused. The patient¿s estimated blood loss (ebl) was approximately 5 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment continued with new supplies after the patient was transferred to a different machine. The sample was confirmed to have been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.